Manufacturer narrative:
On 11-jan-2017, an fse visited the customer facilities and replaced the sample needle. Then cleaned and lubricated the shaft because it was sticky and rough, replaced the seals and the inlet filter. Afterward, calibrated the instrument, ran two (2) levels of quality controls (qc) and a performed precision check. All results were acceptable. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was that the shaft and seals were too dry. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported sample needles getting bent on their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.